Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent a pocket site revision on (B)(6) 2019 due to the patient losing weight. Effective therapy was establish post operation.